Manufacturer narrative:
The customer¿s report that residue was found on the smartsite of the vial access device after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The vial access device was visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received vial access device. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the lab texium syringe and vial access device. The customer did not send in the texium syringe that was being used during this event. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Velcade residue was found on the smartsite of the 13mm vial access device after drawing up drug, and disconnecting the texium bonded syringe from the device. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: velcade 3.5mg/vial, millennium ndc 63020-049-01, lot 227905, exp 2/22. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Velcade residue found on the smartsite of the 13mm vial access device after drawing up drug and disconnecting the texium bonded syringe from the device. This event occurred in the pharmacy and there was no patient involvement.